Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Red status indicator flashing and low battery prompt. Device will not connect to saver evo. No patient involved.

Event description:
Red status indicator flashing and low battery prompt. Device will not connect to saver evo. No patient involved.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2017. The device was returned for red status indicator. Information from the history log shows the device had failed a self-test due to a low battery on the (B)(6) 2017, the user would have been alerted to this with a ¿warning, low battery, device service required¿ prompt and a flashing red status led as per the reported fault. The returned pad-pak was measured and the battery voltages were found to be consistent with that of an expiry of may 2021, and would not have been low enough to trigger a low battery warning. The fault was traced back to a failure of the +ve battery terminal pogo pin. The above report has shown that under load, the voltage fluctuation across the battery terminal pogo pins was reduced enough to cause the device to give a low battery fail. This fluctuation could not be replicated when the +ve pogo pin was replaced. The device successfully passed final unit test, h032-014-004, on the 3rd january 2017. Therefore, this report concludes that the component failed after despatch from heartsine. The reported complaint also alleged the device would not connect to saver evo, however, the investigation was unable to replicate this fault during the investigation. Failure of the battery terminal pogo pin would have had no impact on the device connecting to saver evo. It is possible a fault with the user¿s hardware had prevented connection with saver evo. There was no hazardous situation identified due to a failure to connect to saver evo, this is detailed in the risk assessment.it is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.